Manufacturer narrative:
If implanted; give date: n/a (not applicable). There was no patient contact reported. If explanted; give date: n/a (not applicable). There was no patient contact reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was cracked during handling but prior to insertion of the intraocular lens (iol), model pcboo. There was no patient contact. The iol was not used. There was no patient injury reported, medical complication or surgical intervention required. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/20/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection under the microscope showed lack of lubricant material in the device. The intraocular lens (iol) was observed stuck at the cartridge tube. The cartridge tube was cracked and the lens came out the side through the crack. The cartridge tip was deformed. The customer's reported complaint was verified. However, the condition of the returned sample was consistent with a product that was previously handled and prepared for the surgical process. Based on the analysis, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators inspect 100% all the cartridges using a microscope at 10x magnification with a reticule. The operators check the neck, tube and tip areas for cracks. No cracks or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.